Event description:
Additional information was received that reported that the products would be returned as the hospital has a policy not to release any explanted devices from pathology lab for 7 years.

Event description:
It was initially reported that the patient had their lead and generator replaced reported due to a lead discontinuity and battery depletion. No additional information was provided. Good faith attempts for more information and product return have been unsuccessful to date.